Event description:
Reporter indicated that the site's programming wand was "no longer working" due to a problem with the connection between the cable and wand. Product analysis confirmed that the serial data cable had an intermittent conductor, which resulted in the communication problem.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.